Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 800 mg/dl with high ketones. Cause was not known. Customer was taken to an urgent care by spouse. Customer went to the emergency room and was admitted to the intensive care unit (ICU). Ketone levels were identified as life threatening by health care provider. Reportedly, customer had acute kidney damage, collapsed lung and undefined liver issue. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved.